Manufacturer narrative:
The report of the thermogard console (sn (B)(4)) having warming issue was not reproduced during functional testing; however was confirmed on the analysis of the event log. Probable root cause is the fluctuation of the temperature of the patient during the treatment. Upon visual inspection the prime switch cover was missing. This observation is not related to the reported event. Functional testing was performed and no issue was observed. The console passed all tests. During analysis of the event log, during rewarming of the patient in controlled rate mode there was a fluctuation in the temperature. However the console was performing within specification during the whole treatment. Historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
The thermogard xp ivtm system (sn (B)(4)) was slow to warm the patient and pump does not turn. No additional information was provided. No known impact or patient consequence was reported.